Event description:
The user facility reported a 62-year-old male was implanted with an impella cp device for mechanical circulatory support. It was reported the patient had pulsatile arterial blood around the repositioning sheath. The impella cp was removed from the right central femoral artery and the right central femoral artery was successfully closed via perclose x2. A new impella cp was then successfully placed via the left central femoral artery.

Manufacturer narrative:
The impella device was not received from the customer. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿ this report is being filed as part of a retrospective review of historical records.